Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive sheath was selected for use. However, when the physician aspirated back the sheath while the distal tip of the sheath was submerged it was noticed that a large column of air drew back into the syringe. The physician attempted multiple aspirations, but air was being drawn into the syringe continuously. No air was drawn from the distal sheath, and it was noticed that the valve was the likely the cause. It was ensured that the side port was closed to air. More air was aspirated into the syringe and the sheath could not be guaranteed to be air free. A dilator was not inserted into the sheath. No air entered the patient. The physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was disposed.

Manufacturer narrative:
Correction to initial reporter information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive sheath was selected for use. However, when the physician aspirated back the sheath while the distal tip of the sheath was submerged it was noticed that a large column of air drew back into the syringe. The physician attempted multiple aspirations, but air was being drawn into the syringe continuously. No air was drawn from the distal sheath, and it was noticed that the valve was the likely the cause. It was ensured that the side port was closed to air. More air was aspirated into the syringe and the sheath could not be guaranteed to be air free. A dilator was not inserted into the sheath. No air entered the patient. The physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was disposed.